Manufacturer narrative:
Customer service sent a new pump and requested old pump back for evaluation. In follow up with complaint handler on (B)(6) 2025, the customer responded that they have sent the old pump back, and they have received the new pump. The customer¿s pump was evaluated on (B)(6) 2025 and had low suction when tested with the customer kit. The customer¿s pump powers off in low min stimulation and expression, when tested with lab motor pump ran with in specifications. Additionally, there was residue found in the customer¿s connectors. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer alleged to medela llc that her pump in style breast pump had shut off. Additionally, the customer reported that she had developed mastitis she then went to the doctor's office and received medication.